Manufacturer narrative:
This report is filed april 28, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a cholesteatoma. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).